Event description:
I am a prostate cancer patient taking lupron shots and abiraterone acetate. On (B)(6) 2025, I consented to an optilume procedure to deal with recurring urethral strictures. The next day, I started to have severe burning and pins and needles pain along with numbness. This pain was in my groin area along with my knees and right hand. Today is (B)(6) 2025 and I can say that these symptoms have marginally subsided. I believe that the active drug in optilume has also prompted me to have ibs. My bowel habits have definitely changed. I would say that I'm having colon spasms daily which are very painful. Prior to having the optilume procedure I asked the urologist, the medical oncologist and the radiation oncologist if this procedure was cleared for someone in my condition taking the medications that I do. No one suggested that I forego optilume in favor of a traditional urethral dilation. I am writing because I'm convinced that the optilume procedure was not fully vetted prior to its approval.